Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer investigated on site. He calibrated the detector with difficulty. The customer is advised to inform us of any further issues. Finally, the system meets meets the specification for the performed service and is returned to use. The portable detector model "skyplate" was dropped by staff. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Manufacturer narrative:
Ref. ID:(B)(4). Philips field service engineer investigated on site. He calibrated the detector with difficulty. The customer is advised to inform us of any further issues. The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the portable detector model "skyplate" was dropped by staff and is now failing pixel calibration. A dropped detector can lead in worst case to a fracture in the foot . No injury reported.